Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in device. The foreign material likely remained inside the scope due to a device leak. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in cf-q160s operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measures in cf-q160s reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the gi scope had a clogged nozzle with black debris inside. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.